Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre wireguided balloon dilatation catheter was used during an esophageal dilatation procedure that took place on (B)(6) 2012. According to the complainant, the dilatation procedure was completed with this device successfully. However, when the balloon was attempted to be withdrawn through the scope, resistance was met. Therefore, the device and endoscope were removed together. The balloon was examined and it was noted that the black exit marker was accordioned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre wireguided balloon dilatation catheter was used during an esophageal dilatation procedure that took place on (B)(6) 2012. According to the complainant, the dilatation procedure was completed with this device successfully. However, when the balloon was attempted to be withdrawn through the scope, resistance was met. Therefore, the device and endoscope were removed together. The balloon was examined and it was noted that the black exit marker was accordioned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the device revealed that the exit marker was accordioned, but still attached to the device. The catheter of the device had been cut by the customer, therefore functional analysis was not possible. No other damage was noted to the balloon portion of the device. The complaint that the exit marker accordioned was confirmed. This failure can occur due to forcible catheter withdrawal through the endoscope or tortuous anatomy. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.